Event description:
It was reported that the patient's low flow alarms resolved, however the cause was unable to be identified. Following the exploratory surgery which resolved the bleeding, the patient remained stable and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will occur when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be established. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained data captured on (B)(6) 2021 and (B)(6) 2021. The file captured transient low flow hazard alarms the night of (B)(6) 2021, the day of implant, when the estimated flow decreased below the alarm threshold for at least 10 seconds. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other atypical alarms or events were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 through (B)(6) 2021 the patient had been experiencing a low platelet count. Heparin was temporarily halted. No clear source of infection was able to be identified. The patient's platelet counts rose after (B)(6) 2021 and there was no reoccurrence of thrombocytopenia upon rechallenge with heparin.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, the patient underwent uneventful placement of heartmate 3 (hm3) left ventricular assist system (lvad). On the night of surgery chest tube outputs increased; therefore, the patient was taken back to the operating room (or) for exploration. The surgeons entered through previous incision and removed the sternal wires, irrigated the chest with multiple liters of warm saline. It was identified bleeding from the right chest wall which was controlled with multiple interrupted silk sutures. The surgeons saw no further active bleeding, chest tubes flushed and replaced. Hemostasis confirmed sternum closed with stainless steel wires and subcutaneous tissue and skin closed in layers with absorbable suture. The bleeding reported to have resolved without sequelae with a stop date of (B)(6) 2021 in which treatments included surgery and blood products. It was also noted that patient log file submitted revealed a low flow event on (B)(6) 2021 and no additional low flow events since that day at 19:33:58. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will occur when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not conclusively be established. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained data captured on (B)(6) 2021 and (B)(6) 2021. The file captured transient low flow hazard alarms the night of (B)(6) 2021, the day of implant, when the estimated flow decreased below the alarm threshold for at least 10 seconds. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other atypical alarms or events were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.